Event description:
The customer initially contacted the manufacturing site for clarification on the difference between the "check received amount" message verses the "job complete" message. The compounder was being used to mix small volume tpn for infusion to patients. At times, the customer reported getting "job complete" (indicates the end of a successful run.) Messages, and other times getting "ck rec amt" (indicates the weight actually delivered differs from the weight programmed to be delivered by more than the equivalent of +/-5ml or +/-5%, whichever is greater.) Messages. The customer did not check individual stations to ensure that each delivered appropriate volumes. When the final weight of the tpn bags at the completion of the jobs were within the selected specification, a "job complete" message was appropriately triggered. When the final weights of the completed bags were wtihin the expected parameters, a "check amount received" message would not be triggered. The customer reported that some bags of tpn may have had inaccurate combinations of fluids as they felt that some stations over-delivered and some under-delivered. The individual stations were checked for appropriate volumes delivered, and some potentially incorrectly mixed bags of tpn were dispensed to patients. The customer did not indicate if there were any adverse effects to any of the patients.